Event description:
It was reported that this brady lead was explanted due to lead kept getting pushed out and physician needed a lead that screwed into the tissue. A new lead was successfully placed. No additional adverse patient effects were reported.